Event description:
It was reported that the patient had already connected to the patient line of homechoice cassette prior to the patient line properly priming for peritoneal dialysis therapy. Following the event, the patient had ended therapy and completed therapy using manual supplies. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date during (B)(6) 2014. Patient connection to a line that was not fully primed is a known use error event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.